Event description:
It was reported that the implantable neurostimulator 977118 intellis pro experienced issues prior to use. All connections were red, and the contact between the lead¿s electrodes and the battery never seemed to be aligned. There was an impedance issue with values over 40k, and all connections were red. Troubleshooting steps included switching cables, ports, and tablets, restarting the application, tablets, and communicator, testing the leads with a wens, and having the physician adjust the leads. The issue was resolved, and no patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The ins was returned for analysis and it was noted the ins did not work properly.

Manufacturer narrative:
Product analysis pli# 10, product ID# 977118. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep provided patient and device information. The rep reported implant surgery was completed that day, but the device was not actually implanted due to it not working and the device was sent to be returned. Another ins was implanted instead. On the date of implant, troubleshooting was performed: all apps and external devices reset, sliding the cables in and out and even switched ports to try and get a better connection and used a external neurostimulator to ensure it was not the lead. High impedances were noted, but the rep thinks it was an issue with lack of contact between electrodes and the specific contacts in the ins. The issue was resolved by using a different battery.

Manufacturer narrative:
H3: product # was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.